Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that upon interrogation this device exhibited high out of range atrial pace impedance measurements. The device had switched to unipolar configuration due to the high out of range values. The device was thus explanted and replaced with a competitor device. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that upon interrogation this device exhibited high out of range atrial pace impedance measurements. The device had switched to unipolar configuration due to the high out of range values. The device was thus explanted and replaced with a competitor device. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that upon interrogation this device exhibited high out of range atrial pace impedance measurements. The device had switched to unipolar configuration due to the high out of range values. The device was thus explanted and replaced with a competitor device. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that upon interrogation this device exhibited high out of range atrial pace impedance measurements. The device had switched to unipolar configuration due to the high out of range values. The device was thus explanted and replaced with a competitor device. The device was returned. No additional adverse patient effects were reported.